Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2010; 419678 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance is high and out of range. The rv pacing impedance trend shows a gradual, steady impedance increase. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was suspected for possible fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.